Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error alarm on the insulin pump that she was able to clear. She stated that the alarm occurred again and that her back up insulin pump also gave her a motor error alarm. The blood glucose reading was 347 mg/dl. The alarm occurred while changing the reservoir. She stated that she had not used the insulin pump in over one month. She stated that the insulin pump had not been exposed to a strong magnetic field or MRI. She was unable to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. However, the insulin pump was received stuck in the motor error alarm during bolus or basal delivery loop. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with cracked battery tube threads and minor scratches on the display window.